Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Report provided by the end user states that they have developed a sensitivity to the white collar on the pouch. The end user went ot see her stoma care nurse which suggested trying other alternate products. The end users subsequent outcome was not reported.